Event description:
The consumer reported that she could not communicate with the right implant using her programmer or recharger. The patient had tried new batteries in the programmer and charging the recharger, but they still didn't work. A poor communication screen and reposition antenna screen were seen. It was unknown when the last time the patient charged her right implant was, the patient stated her left implant was charging fine. The patient hadn't felt stimulation for about a week and it was noted they don't use stimulation all the time and were lax in charging on a regular schedule. The indication for use was non-malignant pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.